Event description:
Procedure: lap chole. According to the reporter: piece of trocar seal broke off when instrument was being removed from trocar. Piece of seal was recovered and saved to be sent back along with defective trocar.

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 02/27/2015.

Manufacturer narrative:
(B)(4).